Event description:
Reported vent fail - rebooting. There was no patient injury reported as a result.

Manufacturer narrative:
The logbook of the affected device was available for the investigation. Based on the logbook entries it was confirmed that the device performed a warmstart of the ventilation unit during the reported event as a specified reaction to a detected time-out in the software task processing. After the warmstart, the alarm message "ventilation unit restarted" was generated and the ventilation continued with the last settings. A further analysis revealed that an error in the data processing of the activated co2 measurement was the cause of the error. The device behaved as specified for the failure by performing a warmstart of the ventilation unit to solve the issue. During the warmstart, the emergency valve is opened to ambient to allow the patient to breathe spontaneously. After a successful restart, the alarm message "ventilation unit restarted" is generated and ventilation is continued with the last settings. The number of similar cases, related to the same root cause, is not within the expected range of the respective risk assessment. A field safety corrective action has been published to inform the users of this risk. A new software version is currently being developed and expected to be available in q4 2021. The affected device will be updated as soon as it is available. Until the improved device software is available, the occurrence of this specific error can be avoided if the integrated co2 monitoring is not activated.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
Reported vent fail rebooting. There was no patient injury reported as a result.

Event description:
Reported vent fail - rebooting. There was no patient injury reported as a result.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.